Manufacturer narrative:
Section b1, d3, d8, and g2: correction. Section d4, d10, h3, and h4: additional information. Manufacturer's investigation conclusion: the reported event of damage to the white system controller power cable was confirmed via evaluation of the returned controller (serial number: (B)(6) ). Visual inspection of the returned controller revealed that the white power cable strain relief was dislodged from its intended location on the power cable connector. Minor deformation of the strain relief and twisting of the power cable's outer jacket were also observed. No other physical anomalies were observed. The observed damage did not affect the controller's ability to operate a test pump. The returned system controller passed functional testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The log file downloaded from the returned controller contained approximately 6 days of data (29mar2020 ¿ 05apr2020 per the timestamp). The driveline was disconnected on 05apr2020 at 0:43:01 to exchange the system controller. No other notable alarms were active in the log file. The pump maintained a speed above or equal to the low speed limit throughout the log file while the driveline was connected. The root cause of the reported event could not be conclusively determined through this analysis. Heartmate iii patient handbook under section 5 ¿alarms and troubleshooting¿ and heartmate iii instructions for use (IFU) (doc #100169835, rev. B), under section 7 ¿alarms and troubleshooting¿ contain a subsection ¿what not to do: driveline and cables¿. This section informs the user to check the system controller power cables for twisting, kinking, or bending which could cause damage to the wires inside. This section informs the user not to ¿twist, kink, or sharply bend the system controller power cables¿ and states ¿if the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten¿. Heartmate iii patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the system controller power cables. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate iii lvad, including inspecting the system controller power cables for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. Heartmate iii patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient fell at home. The patient was asymptomatic, the patient was discharged home with routine outpatient follow up. The system controller was damaged during the fall and the controller was exchanged.